Event description:
It was reported to philips that there was wired foot pedal issue. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed using the same foot pedal because the issue was intermittent. The philips field service engineer (fse) inspected the system on-site and confirmed that the wired foot pedal was not working. Analysis of the log file showed multiple intermittent failures associated with the wired foot pedal. To resolve this issue, the fse replaced the faulty wired foot pedal. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without any interruption using the same foot pedal because the issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.